Event description:
Doctor was removing third tooth on pt and device heated up where bur inserts into drill. Pt received a burn. Prescription antiobiotics and additional follow-up visits needed. Device was repaired by a third party.